Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an inferior vena cava (ivc) filter retrieval procedure, the plastic hub on the back of the sheath of the gunther tulip vena cava filter retrieval set became disconnected from the catheter. The procedure was successfully completed using the complaint device. According to the initial reporter, a section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the hub of the device had separated as reported. The sheath flaring was found to be 7.0 mm, which is according to specification. A new fitting was screwed on the complaint sheath and tightened with enough force that the sheath could not be pulled out of the fitting, even with a reasonable amount of pull. The two fittings were compared, and both the complaint fitting and test fitting were found to be torqued equally. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.